Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and one electric shock. Upon review, boston scientific technical services (ts) observed the patient experienced a supraventricular tachycardia (svt) during physical activity. Additionally, ts noted the device delivered therapy due to a declaration of a dual arrhythmia. Far field oversensing of ventricular signals on the right atrial (ra) lead was observed which increased the ra rate. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.